Event description:
The manufacturer previously received information stating only a device failed a test step. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. During the evaluation the device failed a test step for 02 low flow. The device's active exhalation valve was replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was tested and passed all final testing.